Event description:
It was reported that during cleaning after a surgical procedure at the user facility, the drill was activating on its own. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, the reported event could not be duplicated. No components were identified which would have likely caused or contributed to the reported failure. The user facility was unable to provide additional information. The device was serviced for preventative maintenance, and returned to the user facility.

Event description:
It was reported that during cleaning after a surgical procedure at the user facility, the drill was activating on its own. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. (B)(4): failure analysis is in progress.